Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the arterial monitor module unexpectedly lost power. The arterial monitor provides timers and temperature and pressure monitoring displays. After a short time, the monitor returned to normal function. There was no adverse consequence to the patient as a result of this event.